Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut at the anchor sleeve site (18cm).

Event description:
It was reported that the patient presented with a heart rate in the 50¿s. The right ventricular (rv) lead had dislodged and on x-ray it appeared that the lead was looped and had pulled back with questionable contact. In addition, the lead had low impedance and low sensing and high thresholds. Initially the parameters on the lead were reprogrammed and the lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.